Manufacturer narrative:
Patient weight is approximate. On 08/02/2016 a medtronic representative performed an imaging system check-out, all areas passed. The rotor required re-homing, door switches were also adjusted for optimal operation. After adjustment, door operated as normal. System passed all tests. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, their imaging system gantry doors would not fully close. The doors appear closed, however, the pendant always showed "door open." The surgeon opted to discontinue the use of the navigation system and the imaging system to continue. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was about a 5 to 10 min delay due to the system being brought in and out of the surgical field. The x ray team then worked with the system to get it closed during that time. The system then was brought out in the hall for more troubleshooting. The case then continued under regular x ray, the medtronic representative reported this change in system caused an additional delay. The total delay was approximated to be 20 minutes. The medtronic representative reported the surgical approach was not changed.